Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation, hematomas oozing are complications which may be related to the endovascular procedure or the vascular closure procedure. It should be noted that there was no report of a device malfunction.

Event description:
The vascade mvp device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. In the procedure room it was noticed that a hematoma had developed that grew into the scrotum. Additional pressure and a femstop was applied. A vascular surgeon was consulted and it was determined that the artery had been nicked and was bleeding. This was corrected with surgery and patient also received a blood transfusion. No other injury or complications noted.